Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed falsely depressed hemoglobin results on the cell-dyn ruby analyzer. The following data was provided: initial 81, repeat 96 g/l. The patient was post-op and was sent back to operating theatre due to this false result. No further patient, treatment or follow up details could be obtained.

Manufacturer narrative:
Further investigation of the customer issue included a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Instrument service identified an issue with pinched and clogged tubing leading to the hgb flow cell pathway. A full check of the system was performed and all tubing lines leading to the hgb flow cell pathway were replaced. The customer confirmed that the troubleshooting performed resolved the imprecise hgb issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.